Manufacturer narrative:
Section d4 & h4: correction. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed a driveline issue that could have contributed to the reported pump stops and driveline faults, which were observed in the submitted log files. The submitted system controller log files revealed transient driveline faults and associated yellow wrench advisory alarms throughout the duration of the data. In addition, pump stops and low speed hazard/advisory events were observed on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019, while the system controller was connected to either 14 v li-ion battery power or the power module. Of note, it was reported that the patient uses an ungrounded patient cable. Low flow hazard alarms were associated with the low speed hazard events, and power elevations up to 16.8 w were also observed during some of these events. The patient received a pump exchange and (B)(6) was returned assembled with the driveline severed approximately 12¿ from the pump housing. The remainder of the driveline was not returned. Metal braided shield breakdown was observed approximately 9¿ from the pump housing through the severed end of the driveline. Upon removal of the metal braided shield, visual inspection of the underlying wires revealed breaches in the insulation of the orange wire approximately 9¿ and 10¿ from the pump housing, exposing the inner conductors. In addition, the inner conductors of the brown and red wires were fractured approximately 10¿ from the pump housing. The wire insulation was also mostly fractured, which resulted in exposed inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the brown wire and the red or orange wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in the pump stops and low speed events while connected to battery power or an ungrounded patient cable, which were observed in the submitted log files. In addition, if the damaged inner conductors of the brown or red wires caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the driveline fault and associated yellow wrench advisory alarms observed in the submitted log files. The heartmate ii lvas patient handbook, contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas IFU, section 6 entitled ¿patient care and management¿ outline indications of driveline damage as well as how to respond to such events. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year & 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient paged this morning with low speed advisory and low flow. Patient has known driveline fault, but has not previously had any pump stops or low speed advisories on ungrounded cables or batteries. Patient reports she was on battery at the time of the alarms and states she has been using ungrounded cable at home. Patient will be going for xray. During the analysis of the log file, yellow wrench alarms due to driveline faults starting back on (B)(6) 2019 were observed. The data also showed pump stops while connected to power module and batteries. Patient was transferred to the facility at the university of michigan for a second opinion per the patients request. It was suggested that in order to prevent further interruption in support it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. It was reported that on (B)(6) 2019 the patient underwent a pump exchange due to driveline fracture. No further information provided.